Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient presented intermittency in hearing perception with the left side device, which were increasing until reaching the suspension of sound. Furthermore, it started with a sensation of crackling sounds and multiple unusual sounds that the recipient referred to as "pop" sounds followed by intermittence in the sound and then complete absence of sound perception, then she proceeded to turn off the audio processor (rondo 3), turn it on again and when she put it back on she referred that she continued without hearing anything. Furthermore, she was experiencing some shocking sensations that caused pain. Re-implantation is scheduled for (B)(6) 2023.

Event description:
The recipient presented with intermittency in hearing perception with the left side device, which increased until there was a suspension of sound. It started with a sensation of crackling sounds and multiple unusual sounds that the recipient referred to as "pop" sounds followed by intermittency in the sound and then complete absence of sound perception. The user then proceeded to turn off the audio processor (rondo 3), turn it on again and when she put it back on, she was unable to hear anything. She was also experiencing some painful shocking sensations. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. Furthermore, the electrode array partially migrated out of cochlea as confirmed by diagnostic imaging. In addition, in situ measurements show one channel with high impedance due to undetermined reasons. However, to determined an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced crackling sound and intermittencies resulting in a complete loss of sound. However, no device failure was found explaining the reported issues. Furthermore, the electrode array partially migrated out of cochlea as confirmed by diagnostic imaging, which might has contributed to the painful sensations. In addition, in situ measurements showed one channel with high impedance due to undetermined reasons, however the available eight channels should have given sufficient hearing benefit. This is a final report.

Event description:
The recipient presented with intermittency in hearing perception with the left side device, which increased until there was a suspension of sound. It started with a sensation of crackling sounds and multiple unusual sounds that the recipient referred to as "pop" sounds followed by intermittency in the sound and then complete absence of sound perception. The user then proceeded to turn off the audio processor (rondo 3), turn it on again and when she put it back on, she was unable to hear anything. She was also experiencing some painful shocking sensations. The recipient has been re-implanted.